Event description:
It was reported that a malfunction occurred on the pump, displaying a malf 0 code, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as backup therapy, and tandem technical support arranged to send a replacement pump with updated software. Instructions were provided for returning the faulty pump and for using the replacement device. These were understood and acknowledged by the customer.